Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. The manufacturer¿s international service technician confirmed the reported power issue and replaced the distribution panel interconnections to address the reported problem.

Event description:
The customer reported that the system was not switching on. There was no patient involvement.